Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "home screen button" on the right side of the touchscreen is intermittently unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. Contact stated that the customer's blood glucose level was not impacted. Customer has not began using the pump for insulin therapy yet. Customer has a back up pump for continued insulin therapy.